Manufacturer narrative:
Failure analysis: the fiber exhibited a circumferential fracture of glass cap distal to fiber/ cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The metal cap has burnt on detritus and devitrification of cap at output window. Both caps attached. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to this failure was related to be heat accumulation/ user handling due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during the prostate procedure there was a decrease in fiber vaporization efficiency at 146947j. A second fiber was used to complete the procedure.